Manufacturer narrative:
(B)(4). Date sent: 01/17/2023. D4: batch # 431a91 additional information: DHR (device history review) completed for lot # 431a91. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh33b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 431a91, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch #: 431a91. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: 1. What were the indications for surgery? Endometriosis stage 4. 2. What surgical procedure was performed? Discoid resection of rectum. 3. Did the patient receive any preoperative chemotherapy or radiation? No. 4. What surgical surgeon specialties were involved? Gynecology and general surgery. 5. What structure was the device fired on? Rect. 6. Were there any issues experienced with the device in the initial surgical procedure? Discoid resection was performed and the stapling left a defect of about 1 cm (no staple was pulled). 7. What healthcare professional fired the device and what is his/her experience with the device? Primary general surgeon, 4 years experience with the device. 8. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. 9. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. 10. Was the device difficult to close? No. 11. Was the device difficult to fire? No. 12. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full (360 degrees) and a half rotations. 13. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. 14. Were the donuts inspected? If so, please describe. Yes. Being a discoid resection it was a single section transection (doughnut). 15. Was a complete transection of the white breakaway washer visually confirmed? The doctor didn¿t look. 16. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Discoid resection was performed and the stapling left a defect of about 1 cm (no staple was pulled). 17. Was a leak test performed? If so, what type and what was the result? Yes, michelin test. 18. Was the staple line visualized endoscopically during the initial surgical procedure? The staple line was visualized laparoscopically. 19. Was there a leak? If yes, was the leak intra-op or post-op? If post-op, how many days? Yes, intra-op. 20. How was the leak identified? After the michelin test and visual. 21. What was observed at the site of the leak? A defect (a hole) of approximately 1 cm. 22. How was the leak addressed? The patient underwent a segmental resection of the rectum. 23. What is the current status of the patient? Cured, the patient was discharged from the hospital. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a resection and during a stage 4 endometriosis surgery a discoid resection was performed and following stapling with the echelon circular stapler a defect (hole) of about 1 cm remained - no staple was pulled in this area. As a result, the operation took one hour longer and a segmental colorectal resection was performed with other circular. The procedure was successfully completed. There was a patient consequence in the fact that the patient underwent a segmental resection.